Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 and (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips failed testing. An error 4 message was confirmed with the test strip. Unrelated to the complaint, an apply sample message was also noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has received the meter and test strips involved with this complaint on (B)(6) 2011, respectively. Lifescan anticipates device evaluation; however, no conclusion can be drawn since investigation has not been completed. Lifescan will submit a supplmental report once additional information has been obtained.